Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed an elevation in power and estimated flow and a low speed hazard event associated with the motor stop command being received on the system monitor. A specific cause for the observed power and flow elevation and the report of renal failure, elevated ldh, and respiratory failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was in the heart failure intensive care unit after having struggled with fluid retention for about a month. Within the last few days, the patient was deemed dobutamine-dependent, had increased dobutamine requirements, had a failure of renal function, and was placed on continuous veno-venous hemodialysis. The patient also had chronically elevated ldh which was on an up-trend in the 900s the evaluation of the submitted log file revealed one transient low speed hazard event on (B)(6) 2020 at 15:35:16, associated with the pump speed decreasing to 130 rpm. This event appeared to be the result of the motor stop command being received on the system monitor. In addition, an elevation in power and estimated flow was observed on (B)(6) 2020 at 08:59:50, reaching values of 10 w and 11.9 lpm, respectively. Outside of the motor stop command being received, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. It was later reported that a non-device related cause for hemolysis could not be identified. A swan with a modified ramp study was performed, and it was noted that haptoglobin was less than 10. The patient had acute kidney injury on chronic kidney disease requiring dialysis, acute hypoxic respiratory failure requiring high flow oxygen, and increased dobutamine to 10. An intra-aortic balloon pump was placed. The plan of care was to undergo a hm ii to hm 3 exchange; however, the exchange was canceled in the operating room. The hm 3 was opened and not used, and it was noted that the hm 3 was to be sent back for sterilization only. The heartmate ii was decommissioned on (B)(6) 2020. There is no product available for investigation. The hmii lvas IFU lists renal failure and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient has been struggling with fluid retention for about a month, deemed dobutamine dependent, now with increased dobutamine requirements. Renal function has failed and now on continuous veno-venous hemodialysis (cvvhd) within last few days. Also with chronically elevated ldh though now on up-trend (900s). Log file analysis captured a motor stop command activated on the system monitor causing the low speed hazard event on (B)(6) 2020 at 3:35pm. The event log also contained transient power/flow spikes associated with pi events. Additional information states that there was a non-device cause identified. The site ran a swan with modified ramp study, the result of the hatoglobin was less than 10. Acute kidney injury on chronic kidney disease requiring dialysis, acute hypoxic respiratory failure requiring hi-flow oxygen requirement, increased dobutamine to 10 mcg.kg/min, intra-aortic balloon pump (iabp) placed. There was a plan for lvad exchange. It was reported that patient had canceled an exchanged from hm2 to hm3 on (B)(6) 2020. Heartmate ii was decommissioned on (B)(6) 2020.

Manufacturer narrative:
User facility report: 3601800000-2021-8011 was received 07oct2021 and was originally reported under MFR # 2916596-2021-05957. Section b5: lvad related infection is reported in MFR #'s 2916596-2019-04667 & 2916596-2021-05841. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. In addition, the evaluation of the submitted log file confirmed an elevation in power and estimated flow and a low speed hazard event associated with the motor stop command being received on the system monitor. The evaluation of the submitted log file revealed one transient low speed hazard event on (B)(6) 2020, associated with a decrease in pump speed. This event appeared to be the result of the motor stop command being received on the system monitor. In addition, a transient elevation in power and estimated flow was observed on (B)(6) 2020. Outside of the motor stop command being received, the pump appeared to have functioned as intended above the low speed limit for the duration of the log file. The device was not explanted for evaluation. The heartmate 3 was opened and not used, and it was noted that the heartmate 3 was to be sent back for sterilization only. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists hemolysis, renal failure, respiratory failure, right heart failure, neurological dysfunction, infection, bleeding, device thrombosis, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 entitled ¿introduction¿ outlines all pump parameters, including pump power and flow. Pump flow is estimated based on pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Section 6 (under "postoperative patient care"), cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Additionally, section 6 lists neurologic dysfunction and arrhythmia as potential late postimplant complications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that the the patient had right ventricular dysfunction and was being treated for left ventricular assist device (lvad)-related infection with intravenous (IV) antibiotics and initially presented to the hospital on (B)(6) 2020 for evaluation of peripherally inserted central catheter (PICC) line related infection and volume overload. The patient was found to have an acute renal injury, intra aortic shock requiring intensive care unit (ICU) level of care with addition of inotrope, continuous dialysis, and intra-aortic balloon pump (iabp) placement for support. The patient's lactate dehydrogenase (ldh) peaked at 947 units per liter, plasma hemoglobin was 144, haptoglobin < 10. From waveform review pump thrombus versus outflow graft thrombus were presumed when decision for urgent lvad exchange was made which was complicated by bleeding and the need for repair or right subclavian artery requiring subclavian artery bypass. The heartmate ii was decommissioned, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient may have succumbed to an iatrogenic injury to the subclavian during surgery to exchange the heartmate ii to heartmate 3. Post operative course was complicated by right lower extremity ischemia (former iabp site) requiring fasciotomy, and diffuse neuro encephalopathy with seizures. Despite no abnormalities on brain scans, the patient never regained consciousness after surgery. Patient was made a do-not-resuscitate (dnr) order, and was supported in the ICU until he passed away due to refractory ventricular fibrillation in (B)(6) 2020. Additional information received stated that the death was considered to be device related as there was concern for pump thrombosis.